Event description:
It was reported that some of the drug may have gone into the pocket during a pump refill. The pocket fill had not been confirmed and reporter stated they were going to try to aspirate to see what they could get out of the pump. There were no patient symptoms reported. Follow up information had been requested, however was unavailable at the time of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Recall - concerning the potential for a pocket fill during a synchromed ii or synchromed el implantable drug pump refill procedure, and important patient management recommendations that will be added to our product labeling. A pocket fill is the inadvertent injection of all or some of the prescribed drug into the patient's subcutaneous tissue, which includes the pump